Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant reported 80-year-old patient received hemodynamic support from an impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. One day after insertion of the impella cp, deterioration of blood flow in the leg occurred distal to the femoral insertion site. The user decided to place an external femoral-femoral bypass. A day later the situation had not improved significantly. The patient was transferred to another hospital and the impella cp was exchanged for an axillary impella 5.5 smartassist. Eight days after inserting the impella cp and five days after replacing it with the impella 5.5, the patient's leg had to be amputated.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.